Event description:
It was reported that shaft break occurred. A 2.75mm x 15mm nc emerge balloon catheter was selected for use. However, during preparation, the tip of the balloon was found to be broken. No patient complications were reported and the outcome of the procedure was successful.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. The shaft was stretched down 3mm proximal from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.75mm x 15mm nc emerge balloon catheter was selected for use. However, during preparation, the tip of the balloon was found to be broken. No patient complications were reported and the outcome of the procedure was successful.